Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16830. It was reported that patient lost an excessive amount weight which caused the leads to migrate significantly. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.